Event description:
It was reported that on (B)(6) 2025, the patient presented with thrombolyzed st elevated myocardial infarction (stemi) and the 2.75x38 mm xience pros stent was implanted in the interventricular artery and the 2.5x33 mm xience pros stent was implanted in the diagonal coronary artery. Post procedure intravascular ultrasound (ivus) was performed and no thrombus was noted. Two subsequent procedures on (B)(6) 2025 showed thrombus in the stents seen on ivus and the patient had angina and a fever/chills. There was potentially a left main aneurysm that was not well visualized. Medication was provided. Thromboaspiration was performed followed by additional stent post-dilatation. On october 31 there was suspicion of a dissection after the stent in the first part of the artery (d1) so another 2.5x15 mm stent was added. An infection of the stents was suspected due to recurrent stent thrombosis and treatment with antibiotics. The patient expired on (B)(6) 2025. The infection was reportedly noted in the autopsy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that it can stated that the patient cause of death was due to coronary stent infection (csi) leading to the ruptured mycotic coronary aneurysm, ischemic cardiopathy, acute on chronic, secondary to coronary atherosclerosis and transmural abscessed infarct as confirmed by the pathology report. Xience pros are indirectly associated but are not a "direct cause" of infection, but the general des design can lead to delayed arterial healing, which is a major risk factor for developing stent infections. The relationship is primarily linked to the anti-proliferative properties of the drug coating rather than a direct, acute cause. As for the early and recurrent st, it is not directly related to the xience pros as it is frequently linked to procedure-related factors (e.g., stent underexpansion, malapposition) but in this case, it is most likely due to asymmetrically expanded stent in the proximal lad as confirmed by ivus although no clear malapposition was noted. Ivus also showed a questionable edge dissection on d1 which could also have contributed to the st as well as possible residual thrombus from the initial stemi. The reported patient effects of aneurysm, thrombosis, infection, angina, fever and dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D1: corrected brand name d2a: corrected common device name

Event description:
It was reported that on (B)(6) 2025, the patient presented with thrombolyzed st elevated myocardial infarction (stemi) and the 2.75x38 mm xience pros stent was implanted in the interventricular artery and the 2.5x33 mm xience pros stent was implanted in the diagonal coronary artery. Post procedure intravascular ultrasound (ivus) was performed and no thrombus was noted. Two subsequent procedures on (B)(6) 2025 showed thrombus in the stents seen on ivus and the patient had angina and a fever/chills. Thromboaspiration was performed followed by additional stent post-dilatation. On october 31 there was suspicion of a dissection after the stent in the first part of the artery (d1) so another 2.5x15 mm stent was added. An infection of the stents was suspected due to recurrent stent thrombosis and treatment with antibiotics. The patient expired on (B)(6) 2025. The infection was reportedly noted in the autopsy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.